Event description:
Reportedly during use of the fox plus 9.0 x 40mm percutaneous transluminal angioplasty catheter to treat a patient with in-stent re-stenosis of an unspecified stent in the femoral artery noted as normal atherosclerotic vessel, the balloon was inflated one time up to 8 atm and then confirmed to be completely deflated before withdrawal. However, as the fox plus was pulled back with non-specified slight resistance from the femoral artery, slight force was applied against the resistance and the proximal end of the shaft separated. The separation area was outside the anatomy on the proximal end, therefore the distal part could be easily removed by just retracting. There were no adverse patient effects or clinically significant delay in procedure. The final patient outcome was good. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The difficulties removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the fox plus percutaneous transluminal angioplasty catheter instructions for use states: do not advance the fox plus against significant resistance. The cause of resistance should be determined via fluoroscopy and remedial action taken. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). - against resistance. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.